Event description:
It was reported that a clearlink continu-flo solution set line would not prime. The reporter stated that the check valve set was inverted and tapped and the bag was squeezed to initiate flow. There was no patient involvement. Not additional information is available. 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.